Event description:
It was reported that the 9600+ system intermittently presented a "bad iris pot" error. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to recalibrate the iris. The iris calibration was completed. The system was tested and found to be working as intended and placed back into service.